Manufacturer narrative:
This event is recorded by zimmer biomet under (B)(4). On (B)(6) 2019, it was reported from compass orthopaedics that a mesher had an unknown issue. The customer returned a zimmer skin graft mesher serial number (B)(4) as well as 1.5:1 cutter serial number (B)(4), 2:1 cutter serial number (B)(4), 3:1 cutter (B)(4), and 4:1 cutter serial number (B)(4) for evaluation. Evaluation of the mesher on (B)(6) 2019 noted that the calibration and test cut could not be taken due to a bent comb and that the roller and gear had visible damage. The 1.5:1 cutter produced an incomplete cut and was deemed non-repairable. The other three cutters produced passing cuts. Repair of the device occurred the same day and involved replacing the comb, roller, and gear. The device was then recalibration, tested, and verified to be functioning as intended. The mesher and the cutters were then returned to the customer without further incident. The device was tested, inspected, and repaired. The device history record and previous repair record for zimmer skin graft mesher serial number (B)(4) were reviewed and noted no related nonconformances, requests for deviation (rfd), change notices (cn), or any other issues with manufacturing. The record reviews found no issues with the device and all verifications, inspections, and tests were successfully completed. The reported event was confirmed by the service technician who performed the evaluation and repair. While the service technician found that the comb was bent and that the roller and gear had visible damage on them, which are found non-conformances of the product, it cannot be determined from the information provided as to how the found issues occurred. Therefore, a specific root cause of the reported event cannot be determined. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.

Event description:
It was reported that the device had unknown issue. The service technician found that the comb was bent. There was no harm or delay reported. No adverse events were reported as a result of this malfunction. There was no patient involvement.